Event description:
(B)(6). It was reported that following a carotid artery stenting treatment procedure the patient experienced hypotension. The target lesion was located in the right ostium internal carotid artery, that was 8mm long with an 8mm reference diameter and 83% stenosis. The target lesion was treated with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 5%. The following day pre-discharge, the patient had transient hypotension with the blood pressure reported as 83/36. There was no treatment given and it is stated the event resolved without residual effects. The patient was discharged the same day.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).